Manufacturer narrative:
No device failure. The pt's condition predisposed the event. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A patient underwent revision surgery on (B)(6)2008 to remove spinal implants due to a staph infection. Original surgery on (B)(6)2008 consisted of a l5-s1 minimally invasive tlif procedure. The initial reporter indicated the cause of infection was not device related. Revision surgery was performed by a different surgical site. The original site which performed the implantation was unk.